Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position one year ago. One month after tavr, the patient needed a pci, and during the procedure an impella was used. An echo report a year later revealed moderate-severe pvl because the interaction between the impella had shifted the sapien valve ventricular. The patient had been very symptomatic. A new 29mm sapien 3 ultra resilia valve was implanted higher inside the initial valve and posted with 2cc yielding a beautiful result.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The sapien 3 was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The commander delivery system with s3/s3u IFU were reviewed for instructions and guidance. Potential adverse events are valve migration or malposition requiring intervention. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve migrated and paravalvular leak post implant were unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, 'one month after tavr, the patient needed a pci, and during the procedure an impella was used. An echo reports a year later revealed moderate-severe pvl because the interaction between the impella had shifted the sapien valve ventricular. The patient had been very symptomatic. A new 29mm sapien 3 ultra resilia valve was implanted higher inside the initial valve and posted with 2cc yielding a beautiful result'. Additionally, it was reported that according to core lab and the implanting doctors it was verified on echo that the thv had in fact moved after the impella insertion. They were able to measure a difference from pre impella and after impella insertion. In this case, post-tavr procedure using impella has interacted with the thv causing it to migrate ventricular, which has been confirmed through pre- and post-pci imagery. In addition, the valve migrated ventricular, which can impact the proper sealing of the valve skirt and the annulus. In this case, available information suggests procedural factors (thv migration and interaction of thv with non-edwards device) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.